Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced inexplicable high blood glucose event on (B)(6) 2026. The blood glucose was high for two hours. The patient was treated with insulin pen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.